Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d), and another manufacturer's lead, presented after receiving 50 shocks. There was a concern the lead was fractured as pacing impedance measurements greater than 2,000 ohms were observed. The device was temporarily reprogrammed until the lead could be address. Some pacing inhibition had been observed following reprogramming. Additional reprogramming was completed which resolved the pacing inhibition. No adverse patient effects were reported.